Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Customer was unable to troubleshoot at the time of report. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.